Event description:
Complainant alleged that while monitoring a pt (age & gender unknown) the device's display turned completely yellow. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.